Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilatation, the rx voyager balloon ruptured upon inflation between 6-8 atm. Therefore, the balloon catheter was replaced with another company's balloon catheter and then another company's stent was implanted to successfully complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous and mildly calcified with 75% stenosis, which may have contributed to the rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous, calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the device to examine, a conclusive root cause for the reported difficulties could not be determined.